Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a >125 ohm shock impedance following a device replacement procedure. A guidant technical services (ts) consultant discussed that the root cause for the high impedance was likely due to a loose setscrew. Ts recommended invasive evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.